Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned transmitter (part number stt-gl-003/lot number 5201338), was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. The complaint device wasn't returned, but the transmitter (s/n (B)(4)) that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.